Event description:
Representative from doctors office phoned says having problems with program #8. 3 patients revealed "scab" marks says from treatments with matrix unit. No doctors diagnosis of identified marks. Awaiting report (1) patient "scab" while dosage at 50; (2) while dosage at 9 or 10 per discussion with rep at the doctor's office scab from blister/burn.